Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had an irritation on his back under the therapy electrodes. The irritation was red and bumpy and was not open. The patient's nurse advised the patient to use cream on the irritation. The medical outcome of the irritation is unknown.